Manufacturer narrative:
H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. However, the visual inspection of the provided sample was able to identify the presence of excessive solvent in the joint of the tube-drip chamber connection point. During the packaging of the unit the tubing was coiled over the excess solvent allowing solvent to dissolve the portion of the tubing it had made contact with. Leak test was performed and no leakage occurred. Second sample was inspected as well and no defects were discovered. H3 other text : see h.10.

Event description:
It was reported that the IV-set p 150 cm pvc l-l leaked, requiring a second infusion. The following information was provided by the initial reporter, translated from german to english: the tube is like melted, there was a leak. Infusion not successful. Re-infusion necessary. It is unclear how much the infusion has reached the patient.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the IV-set p 150 cm pvc l-l leaked, requiring a second infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: the tube is like melted, there was a leak. Infusion not successful. Re-infusion necessary. It is unclear how much the infusion has reached the patient.